Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system failure motor driver. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number. Additional information was received that there was no patient involvement. A1-a6; h6 updated one device was returned for evaluation. Visual inspection revealed a crack on the top case and bottom case. The event history log confirmed a pump motor drive off post occurred. Functional testing was able to replicate the reported issue; pump motor drive off post was found during power up. The root cause was determined to be contamination on the interconnect pcb. The interconnect pcb and battery were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.